Event description:
In 1995, the cryopreserved pulmonary valve and conduit in question was implanted into pt during a ross procedure. At that time, the pt's past medical history was significant for congenital bicupsid aortic valve, aortic valve replacement using a mechanical valve, and severe mitral valve regurgitation. At approx one week status-post ross procedure, the pt had a peak pulmonary gradient of 19.4 mmhg. At approx one year status-post ross procedure, the pt was returned to the or twice for balloon angioplasty in 1996 due to pulmonary stenosis, at which time the pt's peak pulmonary gradient ranged between 50 and 70 mmhg. The pt's pulmonary regurgitation/insufficiency remained severe until 2000, at which time the pt underwent cardiac catheterization to place 2 stents in the supra valve area of the homograft. Pre-stent gradient was 64 mmhg and post-stent gradient was 34 mmhg.